Event description:
It was reported that an 1.5t signa hdx brm body coil overheated, during a pt scan a burning smell was present. A ge healthcare field engineer discovered a burn mark on the inner pt surface of the brm rf body coil. Initial inspection shows that a capacitor array failed overheated, resulting in the transition of heat to the inner patient surface of the rf body coil. No injury was reported from this incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.